Manufacturer narrative:
Visual inspection of the pcb00 unit could not be performed since it was not returned to the manufacturer as it was discarded by the account. The lens remains implanted to date. The complaint of haptic got stuck behind optic could not be confirmed. Manufacturing records were reviewed and the lens were manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that the haptic got stuck behind the optic and it was confirmed the issue was noticed after the lens had been inserted into the eye. The lens was implanted successfully and there is no patient injury or delay in surgery reported.

Manufacturer narrative:
Date of this report: this date was incorrect and entered as, (B)(6) 2015, on the initial report. The correct date should be (B)(6) 2015.